Manufacturer narrative:
The customer reported the clip is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to close clip. It was reported that this was a mitraclip procedure to treat mixed tricuspid regurgitation (tr) with a grade of 5+. This was an emergent procedure with restricted septal leaflets. It was noted visualization was poor due to challenging anatomy and a loose pacemaker lead. A clip delivery system was advanced to tricuspid valve for off-label use. However, after two grasping attempts, the clip would not fully close and the clip grasped part of the tricuspid annulus. It was noted that the clip may have interacted with the sub-valvular apparatus, but this could not be confirmed. The clip was then inverted and retracted to the left atrium to be re-positioned. The clip would still not close. The cds was able to be removed with the clip attached. The procedure was aborted. No clips were implanted, reducing tr 5+. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information available, the reported poor image resolution was due to challenging anatomy. The reported difficult or delayed positioning was due to due to a combination of challenging anatomy (restricted septal leaflet) and poor visualization during the procedure. The reported difficult to close the clip and the reported difficult grasping was also due to procedural conditions. It should be noted that per the indication for use section of the eifu mitraclip ntr/xtr system u.s., "the mitraclip® system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. As it was reported that the mitraclip device was used on the tricuspid valve, this incident is considered an off-label use of the device; however, the off-label use did not likely contributed to the reported events. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was provided: the clip was re-set one final time in the right atrium, and the clip was able to be closed to be removed through the steerable guide catheter. No additional information was provided.